Manufacturer narrative:
H4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device creates multiple micro bubbles distal to the fluid warmer. The customer was concerned the "device could and would give patient air into their intravenous therapy when the device is used. Maybe nothing but really detrimental for someone with patent foramen ovale. The manufacturer was contacted and was told to use an air trap. This device was used, and still micro bubble are present." Patient involvement or adverse effects are unknown.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). Device evaluation: no product was not returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause is a use error. No serial number was provided so a review of the device manufacturing device history records (DHR) and service history could not be performed. If the product is returned, the manufacturer will reopen this complaint for further investigation.